Event description:
It was reported that the pump touch screen was unresponsive and the insulin gauge was inaccurate. There was no adverse impact to the customer¿s blood glucose level. The customer declined follow-up, so therefore no additional information could be provided.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.